Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 13-june-2024, it was reported that the patient encountered infusion set cannula kinked event within 3 hours of insertion. The site of insertion was thigh. The infusion set was in use for 5 days. The blood glucose level was reported 170 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information.

Manufacturer narrative:
E1: patient city: (B)(4). Patient country: the united states.